Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device used, not available for return.

Event description:
It was reported post operatively, it was noted that the nasopore product was inhaled into the lungs of the patient in recovery. It was also reported a bronchoscopy procedure was required to remove the nasopore product from the patients lungs. It was further reported that there was no delay reported and the procedure was completed successfully.

Manufacturer narrative:
The reported event, for product dislocation, was not confirmed as the nasopore standard product was not returned for evaluation. Without the nasopore product, the root cause cannot be determined. A device history review(DHR) review was not possible in this event as the lot number was reported as unknown. Attempts to get more information in relation to the reported event were unsuccessful.

Event description:
It was reported post operatively, it was noted that the nasopore product was inhaled into the lungs of the patient in recovery. It was also reported a bronchoscopy procedure was required to remove the nasopore product from the patients lungs. It was further reported that there was no delay reported and the procedure was completed successfully.